Event description:
It was reported that during an unknown procedure, the stapler did not work. The staple line was incompleted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.